Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient alleged that on (B)(6) 2011 at approximately 9am, she attempted to test her blood glucose on the subject meter when it would not power on. The patient informed the mss that at the time of the alleged issue she was managing her diabetes with humulin insulin but does not recall the dose. The patient denied taking any action towards her normal diabetes management routine in response to not being able to test her blood glucose. Approximately 30 minutes later, the patient claimed she began to sweat and treated herself with orange juice and crackers and felt better almost right away. At the time of troubleshooting, the cca noted that the alleged power issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.